Event description:
The reporter indicated that a 12.1mm vicm5 12.1 implantable collamer lens of -10.0 diopter was implanted into the patients left eye (os). On (B)(6) 2022 the lens was implanted and removed intra-operatively due to lens tear/break before/during loading; the lens was implanted upside down. No new lens was implanted. Status of eye "no problem."

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).